Event description:
The event is reported as: during a procedure, the technician attempted to load the monodek absorbable suture into the capio open access suture capturing device. However, during the placement of the 1/2 circle taper needle into the head of the capio device, the needle detached. The needle detached outside of the patient. No patient injury reported.

Manufacturer narrative:
Evaluation: method: device history review - based on the fact that the lot number provided is invalid, the most recent device history review for lot number (02e1000754) built on may 2010 was reviewed. Results: in the device history review, no issues or discrepancies were found which could potentially relate to the reported complaint issue. Conclusions: no root cause can be determined.